Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philip complaint handling team. Philips received a complaint on the heartstart dfm100 indicating that the device failed to shock. There was reportedly patient involvement but no health consequences. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy / treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6).